Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure while checking the device it was noticed that the forceps needle was bent. The device was being visually and functionally inspected when the damage was noted. The procedure was completed with another forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore, most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure while checking the device it was noticed that the forceps needle was bent. The device was being visually and functionally inspected when the damage was noted. The procedure was completed with another forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)